Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (4000mcg/ml at 1764.9mcg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had an MRI on (B)(6) 2019. The MRI was not done due to a suspected problem with the device or therapy. The patient's logs were read on (B)(6) 2019. On (B)(6) 2019, motor stall occurred at 11:11 am. On (B)(6) 2019, the stopped pump period may exceed tube set message occurred at 11:11 am. On (B)(6) 2019, motor stall recovery occurred at 9:21 am. (B)(6) 2019 was the first day that they interrogated the pump post-MRI. The patient reported severe increase in pain. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that regarding the cause of the severe increase in pain, the manufacturer representative had no further information to provide. The issue was resolved. There were no further complications reported at this time.